Manufacturer narrative:
The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The test battery fit and removed properly from the battery compartment. The insulin pump received with scratched case and pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl and was nearly in a state of diabetic ketoacidosis. Customer's current blood glucose was 186 mg/dl. The customer felt symptoms of nausea. The customer treated their blood glucose levels. The customer stated that they had difficulty removing the battery cap of their insulin pump. The customer treated their blood glucose levels with manual injections. The customer returned the product for analysis.